Manufacturer narrative:
Product event summary #(B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a data recording problem. There is a missing compass data point on 2012 (B)(4).

Event description:
It was reported that interrogation showed that the cardiac compass has an invalid data message due to memory error. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).